Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to chemical damage in the connector. Based on the results of the investigation, the root cause of the reported malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope image is not visible on the screen when connected to the tower. There were no reports of patient harm.